Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to reported symptom "code 0 on lcd" was reproduced when a sharp watch dog error occurred at power up. Evaluation determined assignable cause to be a failed processor pcb. The failed processor pcb was replaced.

Event description:
It was reported that a spectrum pump constantly displayed "code 0 on lcd". Any patient involvement, injury or medical intervention is unknown.